Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: extension. Product ID: 3998, lot# l58625, implanted: (B)(6) 1999, product type: lead.

Event description:
A consumer implanted for chronic low back pain reported via the manufacturer's representative (rep) they never received low back coverage even after multiple reprogramming attempts. As a result the consumer wanted the implantable neurostimulator (ins) removed. On (B)(6) 2016 the consumer had surgery to remove the ins, but during surgery the healthcare provider (hcp) cut the extension so part if remained implanted along with the lead. Following surgery the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.